Event description:
Reference MFR. Report number: 1627487-2019-04310 and 1627487-2019-04311. It was reported that patient experienced ineffective stimulation post elective ipg replacement. As a result, patient underwent surgical intervention wherein both leads, and extension were explanted and replaced. Effective therapy restored post-op.